Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who is implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that starting in the last week when the patient walks through theft detectors, she feels a ¿zap¿ like she is being electrocuted. Painful and uncomfortable stimulation was reported. It is causing the patient a lot of anxiety. She feels the sensation when going in and out of stores. She did not feel the sensations when walking through these stores when she was initially implanted. There was no trauma or fall noted which may have caused or contributed to the issue. The sensation was described as a ¿big, like almost deer in the headlights shock to the vagina.¿ the implantable neurostimulator was not turned off when these instances occurred. Guidelines for theft detectors was reviewed with the patient, and it was reviewed that uncomfortable stimulation is possible, but the patient should try to turn the implantable neurostimulator off and maximize the distance between the patient and the detector. There were no further complications reported or anticipated.